Event description:
Event description guidant received information that this implantable lead displayed two episodes of oversensing which resulted in ventricular fibrillation detection and right ventricular pacing inhibition. The cause of the oversensing could not be isolated non-invasively.